Manufacturer narrative:
The following fields were updated due to additional information: g.4. PMA / 510(k)#: k954592. Investigation summary: bd had not received any samples or photos for investigation. A total of 100 retained samples were visually inspected, and no issues were identified. Factors that may contribute to erroneous results were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Bd was unable to duplicate the customer¿s indicated failure mode, erroneous results-bun, creatinine because the defect was not evident in the testing of the complaint lot samples. The result of the study showed that the device performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: erroneous results. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported after using bd vacutainer® pst¿ gel and lithium heparinn 83 units, erroneous results were seen in an unspecified number of samples. No adverse impact was reported regarding the patient or user.

Event description:
It was reported after using bd vacutainer® pst¿ gel and lithium heparin 83 units, erroneous results were seen in an unspecified number of samples. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.